Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial lead exhibited oversensing of noise. Due to this, inappropriate atrial tachy response (atr) events were recorded. Feedback was requested to technical services for troubleshooting. At this time, no changes have been performed. This system remains in service. No adverse patient effects were reported.